Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and ovarian cyst ("removal of cysts") in a 48-year-old female patient who had essure (batch no. 628045, 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervical spondylosis, headache, hypertension, endometriosis and pelvic adhesions. Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, ascorbic acid (vitamin c), calcium with vitamin d, estradiol, fluticasone propionate (flonase), hydrochlorothiazide, ibuprofen, macrogol 3350 (miralax), meloxicam (mobic), multivitamin, omega-3 triglycerides (omega 3 fatty acids), spironolactone, tetryzoline hydrochloride (visine), tocopherol (vitamin e), tramadol hydrochloride (ultram) and vicodin (norco). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/constipation pain"), rash ("skin rashes"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse"), visual impairment ("vision/eyeproblems type: vision has orsened was 20/20 prior now have trifocals"), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal distension ("abdominal swelling"), abdominal discomfort ("abdominal discomfort") and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced rash papular ("rashes or skin conditions type: bumps behind ear and around neckand petechaie severely on legs") and petechiae ("rashes or skin conditions type: bumps behind ear and around neckand petechaie severely on legs"). The patient was treated with surgery (had surgery to remove essure/hysterectomy with bilateral salpingectomy) and surgery (removal of cysts). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, rash, fatigue, weight increased, vaginal haemorrhage, rash papular, nausea, dyspareunia, visual impairment, abdominal discomfort and petechiae outcome was unknown, the abdominal pain, arthralgia and abdominal distension was resolving and the menorrhagia, allergy to metals and alopecia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, dyspareunia, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, petechiae, rash, rash papular, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received-reporter information, lot number, other relevant history, lab data, product information, concomitant drugs, and events- abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: bumps behind ear and around neck and petechaie severely on legs, nausea, nickel allergy, dyspareunia (painful sexual intercourse), vision/eye problems type: vision has worsened was 20/20 prior now have trifocals, fatigue, weight gain, hair loss, joint pain, abdominal swelling, abdominal discomfort, ovarian cyst were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain/ great deal of pain"), ovarian cyst ("removal of cysts") and endometriosis ("endometriosis") in a 48-year-old female patient who had essure (batch no. 628045, 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion surgery and endometrial curettage. On (B)(6) 2016: anatomic pathology: clinical history: fibroids, enlarged left ovary. Gross description: the specimen is received in three parts: part a is labeled "left fimbriated tube and ovary." The specimen consists of cystic ovary and attached fimbriated fallopian tube. The ovary measures 6.5 x 5.2 x 3.5 cm. The cortical surface is smooth and shiny. Sectioning of the ovary yields a smooth shiny inner surface and is filled with yellow almost translucent liquid. Additional sectioning yields a calcified cystic structure measuring 3.0 x 2.5 cm. The attached fimbriated fallopian tube measures 4.5 cm in length by 0.6 cm in diameter. There are multiple peri and para tubal cysts ranging up to 3.0 cm in maximum dimension. Sectioning yields a pinpoint lumen. One of the para tubal cysts contains brown fluid. Rs a I-a4 (a3 rs after decalcification) part b is labeled "uterus, cervix, right fallopian tube." The specimen consists of a uterus with attached cervix and detached presumed right fallopian tube. The uterus and cervix measures 7.5 x 6.7 x 3.8 cm and weighs 100 grams. The serosal surface is mostly smooth and shiny but does display a few full fluid-filled vesicles. The cervix is 3.8 x 3.7 cm with a slit-like or measuring 1.2 cm. The ectocervix is pink-tan. The end cervical canal is 2.9 cm in length and has a corrugated appearance. There are multiple nabothian cysts along the canal. The endometrial cavity is pulpy and measures 4.0 x 3.7 cm. The endometrium measures up to 0.3 cm in thickness. Sectioning of the myometrium yields ill defined nodularity with a few apparent gray-tan nodules without evidence of hemorrhage or necrosis ranging up to 1.3 cm in maximum dimension. The myometrium has an average thickness of 1.8 cm. The detached fimbriated fallopian tube measures 4.5 cm in length by 0.7 cm in diameter. There are multiple peri and para tubal cysts ranging up to 0.9 cm in maximum dimension. Sectioning yields a pinpoint lumen. Summary of sections: bi anterior cervix; b2 posterior cervix; b3 anterior endo myometrium with ill defined nodularity; b4 posterior endo myometrium with ill defined nodularity and apparent nodule; b5 serosa with deep myometrium and section from posterior right cul-de-sac (inked black) second largest piece is posterior near the cornea; b6 fallopian tube. Part c is labeled "gel in abdominal (floating freely) checked fresh for endometriosis." The specimen contains gelatinous material from two touch preps and cell block are prepared. Paa/cs/ms final diagnosis ovary and fallopian tube, left, salpingo-oophorectomy patient underwent essure confirmation test and the healthcare provider told that everything looked fine. Concurrent conditions included body mass index normal, cervical spondylosis, headache, hypertension, endometriosis, pelvic adhesions, adenomyosis, pain in arm, constipation, lower abdominal pain and uterine fibroid. Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, ascorbic acid, calcium with vitamin d, estradiol, fluticasone propionate (flonase), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), ibuprofen, macrogol 3350 (miralax), meloxicam (mobic), multivitamin, omega-3 triglycerides, spironolactone, tetryzoline hydrochloride, tocopherol and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/constipation pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced pelvic adhesions ("adhesions") and endometriosis (seriousness criterion medically significant), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced rash papular ("rashes or skin conditions type: bumps behind ear and around neckand petechaie severely on legs") and petechiae ("rashes or skin conditions type: bumps behind ear and around neckand petechaie severely on legs"). On an unknown date, the patient experienced rash ("skin rashes"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse"), visual impairment ("vision/eyeproblems type: vision has worsened was 20/20 prior now have trifocals"), alopecia ("hair loss"), abdominal distension ("abdominal swelling"), abdominal discomfort ("abdominal discomfort") and ovarian cyst (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, left salpingo-oophorectomy, right salpingectomy., laparoscopic procedure to lessen endometriosis and lesions and removal of cysts). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rash, fatigue, weight increased, vaginal haemorrhage, rash papular, nausea, dyspareunia, visual impairment, abdominal discomfort, petechiae, ovarian cyst, pelvic adhesions and endometriosis outcome was unknown, the abdominal pain, arthralgia and abdominal distension was resolving and the menorrhagia, allergy to metals and alopecia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, ovarian cyst, pelvic adhesions, pelvic pain, petechiae, rash, rash papular, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Batch number: 628045 exp date:2010/08 man date:2008/08. Batch number: 628306 exp date:2011/10 man date:2008/10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, pelvic pain, left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event adhesions and endometriosis were added. Event onset date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and ovarian cyst ("removal of cysts") in a 48-year-old female patient who had essure (batch no. 628045, 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervical spondylosis, headache, hypertension, endometriosis and pelvic adhesions. Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, ascorbic acid (vitamin c), calcium with vitamin d, estradiol, fluticasone propionate (flonase), hydrochlorothiazide, ibuprofen, macrogol 3350 (miralax), meloxicam (mobic), multivitamin, omega-3 triglycerides (omega 3 fatty acids), spironolactone, tetryzoline hydrochloride (visine), tocopherol (vitamin e), tramadol hydrochloride (ultram) and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. On an unknown date, 8 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/constipation pain"), rash ("skin rashes"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse"), visual impairment ("vision/eyeproblems type: vision has orsened was 20/20 prior now have trifocals"), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal distension ("abdominal swelling"), abdominal discomfort ("abdominal discomfort") and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced rash papular ("rashes or skin conditions type: bumps behind ear and around neckand petechaie severely on legs") and petechiae ("rashes or skin conditions type: bumps behind ear and around neckand petechaie severely on legs"). The patient was treated with surgery (had surgery to remove essure/hysterectomy with bilateral salpingectomy) and surgery (removal of cysts). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rash, fatigue, weight increased, vaginal haemorrhage, rash papular, nausea, dyspareunia, visual impairment, abdominal discomfort and petechiae outcome was unknown, the abdominal pain, arthralgia and abdominal distension was resolving and the menorrhagia, allergy to metals and alopecia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, dyspareunia, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, petechiae, rash, rash papular, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Batch number: 628045 exp date:2010/08 man date:2008/08. Batch number: 628306 exp date:2011/10 man date:2008/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/ great deal of pain'), ovarian cyst ('removal of cysts') and endometriosis ('endometriosis') in a 48-year-old female patient who had essure (batch no. 628045, 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion surgery and endometrial curettage. On (B)(6) 2016: anatomic pathology: clinical history: fibroids, enlarged left ovary. Gross description: the specimen is received in three parts: part a is labeled "left fimbriated tube and ovary." The specimen consists of cystic ovary and attached fimbriated fallopian tube. The ovary measures 6.5 x 5.2 x 3.5 cm. The cortical surface is smooth and shiny. Sectioning of the ovary yields a smooth shiny inner surface and is filled with yellow almost translucent liquid. Additional sectioning yields a calcified cystic structure measuring 3.0 x 2.5 cm. The attached fimbriated fallopian tube measures 4.5 cm in length by 0.6 cm in diameter. There are multiple peri and para tubal cysts ranging up to 3.0 cm in maximum dimension. Sectioning yields a pinpoint lumen. One of the para tubal cysts contains brown fluid. Rs a I-a4 (a3 rs after decalcification) part b is labeled "uterus, cervix, right fallopian tube." The specimen consists of a uterus with attached cervix and detached presumed right fallopian tube. The uterus and cervix measures 7.5 x 6.7 x 3.8 cm and weighs 100 grams. The serosal surface is mostly smooth and shiny but does display a few full fluid-filled vesicles. The cervix is 3.8 x 3.7 cm with a slit-like or measuring 1.2 cm. The ectocervix is pink-tan. The end cervical canal is 2.9 cm in length and has a corrugated appearance. There are multiple nabothian cysts along the canal. The endometrial cavity is pulpy and measures 4.0 x 3.7 cm. The endometrium measures up to 0.3 cm in thickness. Sectioning of the myometrium yields ill defined nodularity with a few apparent gray-tan nodules without evidence of hemorrhage or necrosis ranging up to 1.3 cm in maximum dimension. The myometrium has an average thickness of 1.8 cm. The detached fimbriated fallopian tube measures 4.5 cm in length by 0.7 cm in diameter. There are multiple peri and para tubal cysts ranging up to 0.9 cm in maximum dimension. Sectioning yields a pinpoint lumen. Summary of sections: bi anterior cervix; b2 posterior cervix; b3 anterior endo myometrium with ill defined nodularity; b4 posterior endo myometrium with ill defined nodularity and apparent nodule; b5 serosa with deep myometrium and section from posterior right cul-de-sac (inked black) second largest piece is posterior near the cornea; b6 fallopian tube. Part c is labeled "gel in abdominal (floating freely) checked fresh for endometriosis." The specimen contains gelatinous material from two touch preps and cell block are prepared. Paa/cs/ms final diagnosis ovary and fallopian tube, left, salpingo-oophorectomy patient underwent essure confirmation test and the healthcare provider told that everything looked fine. Concurrent conditions included body mass index normal, cervical spondylosis, headache, hypertension, endometriosis, pelvic adhesions, adenomyosis, pain in arm, constipation, lower abdominal pain and uterine fibroid. Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, ascorbic acid, calcium;vitamin d nos, corticosteroid nos, estradiol, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), ibuprofen, macrogol 3350 (miralax), meloxicam (mobic), omega-3 triglycerides, opioids, spironolactone, tetryzoline hydrochloride, tocopherol and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/constipation pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant) and pelvic adhesions ("adhesions"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced rash papular ("rashes or skin conditions type: bumps behind ear and around neckand petechaie severely on legs") and petechiae ("rashes or skin conditions type: bumps behind ear and around neckand petechaie severely on legs"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), rash ("skin rashes"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/severe bleeding during my cycle"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse"), visual impairment ("vision/eyeproblems type: vision has orsened was 20/20 prior now have trifocals"), alopecia ("hair loss"), abdominal distension ("abdominal swelling"), abdominal discomfort ("abdominal discomfort"), headache ("pain and headache started in immediately"), pain in extremity ("the pain travels down my legs it is hard to stand and walk some mornings until I get moving"), ovarian disorder ("my ovaries feel like they are being torn at and pulled on when I stand"), dysstasia ("hard to stand") and gait disturbance ("hard to walk") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, left salpingo-oophorectomy, right salpingectomy., laproscopic procedure to lessen endometriosis and lesions and removal of cysts). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst, endometriosis, rash, fatigue, weight increased, vaginal haemorrhage, rash papular, nausea, dyspareunia, visual impairment, abdominal discomfort, petechiae, pelvic adhesions, headache, pain in extremity, ovarian disorder, dysstasia and gait disturbance outcome was unknown, the abdominal pain, arthralgia and abdominal distension was resolving and the menorrhagia, allergy to metals and alopecia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, dyspareunia, dysstasia, endometriosis, fatigue, gait disturbance, headache, menorrhagia, nausea, ovarian cyst, ovarian disorder, pain in extremity, pelvic adhesions, pelvic pain, petechiae, rash, rash papular, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Batch number: 628045 exp date:2010/08 man date:2008/08. Batch number: 628306 exp date:2011/10 man date:2008/10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, pelvic pain, left ovarian cyst. Concerning the injuries reported in this case the following events were reported via social media : severe bleeding during my cycle, pain and headache started in immediately, the pain travels down my legs it is hard to stand and walk some mornings until I get moving, my ovaries feel like they are being torn at and pulled on when I stand were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Events ; severe bleeding during my cycle, pain and headache started in immediately, the pain travels down my legs it is hard to stand and walk some mornings until I get moving, my ovaries feel like they are being torn at and pulled on when I stand, cyst on my ovary were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("skin rashes"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, rash, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, fatigue, pelvic pain, rash and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.